Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that the gantry would not close all the way, and the mobile viewing station (mvs) would always report open. The site tried reopening and closing the system several times to no success. There was no patient involved. Additional information stating that unit was not opening and closing when field service engineer (fse) initially examined the unit. The lower door cap was cracked and bulging and not letting the gantry close all the way.

Manufacturer narrative:
(H3,h6): manufacturing representative(rep) went to the site to test the system, unit was not opening and closing when rep initially examined the unit. The lower door cap was cracked and bulging and not letting the gantry close all the way. Removed the lower door cap and fixed the bulging. Now the gantry opens and closes. Rep opened another case to fix the damaged covers. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000144. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.